Manufacturer narrative:
Result: missing siderail assembly.

Event description:
It was reported by service report that the patient head-end left siderail was missing. No patient involvement or adverse consequences were reported.